Event description:
A physician reported that the ophthalmic knife was dull during surgery. The surgery was completed after replacing the knife with another one. The surgery type is unknown. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
One opened and one unopened slit knifes, in blisters with tip protector were received for the report of dull blades. Opened sample was visually inspected were non-conforming, blade had damaged cutting edge. Unopened sample were visually inspected and found to be conforming. Functional penetration testing was performed and unopened sample was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned opened sample was visually inspected was non-conforming, blade had damaged cutting edge blade was confirmed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The returned unopened sample was visually and functionally found to be conforming therefore dull blades as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The unopened sample met specification and the exact root cause for the damaged knife could not be confirmed. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: 2024-52749 h.10 reflects all related report numbers associated with this product event that have been submitted at this time.